Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. Per the instructions for use of the intrathecal catheter, catheter tears and breaks are known possible risks of use of the device. (B)(4).

Event description:
Agent reported that a patient underwent a catheter revision procedure. Additional communication confirmed that the catheter was revised due to a splice near the tip. The physician believes the damage was caused by the patient's lamina.